Manufacturer narrative:
Patient weight unknown. (B)(4) - medical intervention required to remove detached balloon. The reported event of balloon detachment. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during endoscopic retrograde cholangiopancreatography (ercp) preformed on a (B)(6) year-old female patient on (B)(6), 2011 (patient weight is unknown). According to the complainant, during the procedure, the balloon was being used to dilate the common bile duct (cbd) and remove a fully covered wallflex biliary stent. It should be noted as per the directions for use (dfu) the cre wireguided balloon dilatation catheters are indicated only to endoscopically dilate strictures of the alimentary tract. According to the account, this stent had been placed by radiology about a year ago to treat lymphoma cancer. The stent was being removed in this procedure because it was thought the cancer was gone. During the procedure, the balloon was inflated and excessive force was used while pulling on the balloon to remove the stent. At this time the balloon started to deflate and the entire balloon portion of the device detached in the cbd. The account confirmed the balloon did not burst. A snare was used to move the balloon fragment from the cbd to the stomach in order for the fragment to pass naturally. It was confirmed the fragment passed naturally as expected. The dilatation of the cbd was completed with this cre balloon dilatation catheter. The physician decided to leave the stent in the patient; there were no issues or complications with this stent. During the procedure, another stricture well above the stent was noticed. A second stent was placed at this stricture. It was confirmed the second stricture was not related to the original stent. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.